Manufacturer narrative:
Evaluated one opened/used partial enlite sensors and unable to confirm insertion anomaly due to customer not returning insertion needle only sensor. Complaint was against serter.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a needle anomaly. Customer reported the needle became detached from the sensor. The customer stated the needle remained inside the serter after being detached from the sensor. Customer's blood glucose was 145 mg/dl. The customer agreed to return the sensor for analysis.